Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.